Event description:
It was reported to boston scientific corporation that a tria ureteral stent was used in a stent placement study procedure for stone management for stones in the right ureter performed on (B)(6) 2022 as part of the u0652 double-j registry clinical study. The subject was pre-stented on (B)(6) 2022, the stent was successfully placed retrograde under fluoroscopy on the left ureter for stone management laser lithotripsy (with or without extraction). No issues were reported with the device during placement. Discharge medications were not given. The procedure was performed without any complications. According to the complainant, following the procedure, on (B)(6) 2022, the patient had experienced mild pyelonephritis. The patient was given keflex to treat the pyelonephritis. The relationship between the device and the adverse event was not related and the relationship between the procedure and the adverse event was probably related. The stent was not removed and the event was reported to be recovering/resolving.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e1310 captures the reportable event of urinary tract infection. Impact code f2303 captures the reportable event of medication required. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: additional information updated b5.

Event description:
It was reported to boston scientific corporation that a tria ureteral stent was used in a stent placement study procedure for stone management for stones in the right ureter performed on (B)(6) 2022 as part of the u0652 double-j registry clinical study. The subject was pre-stented on (B)(6) 2022, the stent was successfully placed retrograde under fluoroscopy on the left ureter for stone management laser lithotripsy (with or without extraction). No issues were reported with the device during placement. Discharge medications were not given. The procedure was performed without any complications. According to the complainant, following the procedure, on (B)(6) 2022, the patient had experienced mild pyelonephritis. The patient was given keflex to treat the pyelonephritis. The relationship between the device and the adverse event was not related and the relationship between the procedure and the adverse event was probably related. The stent was not removed and the event was reported to be recovering/resolving. Additional information was received on july 07, 2022 stating that the medication taken by the patient for mild pyelonephritis was cefaclor oral.

Event description:
It was reported to boston scientific corporation that a tria ureteral stent was used in a stent placement study procedure for stone management for stones in the right ureter performed on (B)(6) 2022 as part of the u0652 double-j registry clinical study. The subject was pre-stented on (B)(6) 2022, the stent was successfully placed retrograde under fluoroscopy on the left ureter for stone management laser lithotripsy (with or without extraction). No issues were reported with the device during placement. Discharge medications were not given. The procedure was performed without any complications. According to the complainant, following the procedure, on (B)(6) 2022, the patient had experienced mild pyelonephritis. The patient was given keflex to treat the pyelonephritis. The relationship between the device and the adverse event was not related and the relationship between the procedure and the adverse event was probably related. The stent was not removed and the event was reported to be recovering/resolving. Additional information was received on july 07, 2022, stating that the medication taken by the patient for mild pyelonephritis was cefaclor oral. Additional information was received on november 28, 2022, stating that the adverse event of mild pyelonephritis was resolved on (B)(6) 2022.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e1310 captures the reportable event of urinary tract infection. Impact code f2303 captures the reportable event of medication required. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: block b5 has been updated based on the additional information received on november 28, 2022.